Event description:
During set up for the procedure, the device would not work. The customer did not have specific details on the exact nature of the problem, but stated a second device was used to start and finish the case with no patient consequence.